Event description:
It was reported that the during transtelephonic monitoring (ttm), the health professionals were not able to see a magnet response. The patient was called into the office and no magnet response could be observed. This could be due to a stuck reed switch. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.